Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Please clarify the date of the index surgical procedure (the event reported (B)(6) 2020). The diagnosis and indication for the index surgical procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did both devices - sxpp1b420 and sxpp1b427 ¿ experience this issue during the procedure? Is the surgeon familiar for need for reverse locking stitch once the suture line has been completed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What were the current symptoms following the index surgical procedure? Onset date? What was the date the ptcd was performed? Can you describe the appearance of the stratafix suture during a second procedure? Was additional medical intervention provided for the patient¿s symptoms? If yes, please describe. Other relevant patient history/concomitant medications lot number? If applicable, will product be returned, return date, tracking information what is the patient¿s current status? Note: events reported via mw 2210968-2020-03784.

Event description:
It was reported that the patient underwent whipple procedure in (B)(6) 2020 and barbed suture was used. During the procedure, the suture was slipping back and surgeon reported it did not give desired support. The surgery was prolonged an unknown amount of time. Following the procedure, the patient experienced prolonged hospitalization of 2-3 weeks due to leakage gallbladder and sepsis. The patient underwent ptcd post-operatively. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 7/7/2020. Additional h-3 summary: only a video was returned for analysis. Upon visual inspection of the video, a stratafix suture used during a surgery could be observed. However, the reverse locking stitch technique was not used an which gives the appearance of slippage once tension is released by the surgeon. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.